Event description:
This is a report of a home patient (hp) who re-used supplies while connected to the homechoice during their initial drain. After experiencing a check lines and bags alarm, the patient disconnected the bag to check to see if fluid would dispense. After some solution leaked out, the patient reconnected the supply bag. The patient was advised to end therapy and start over with new supplies. The patient would call their registered nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected and then reconnected a solution bag during therapy. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.